Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The root cause of the new failure mode is currently being investigated per (B)(4). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory 228 reports the ibial impactor broke. The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The root cause of the new failure mode of the device fracturing into smaller pieces is currently being investigated per dr-001642 and (B)(4). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Addendum added 27 mar 2015. The complaint was reopened as the product was returned and it was confirmed that the device had broken into two pieces. The above conclusion remains valid

Event description:
Tibial impactor broke.